Manufacturer narrative:
Follow-up #1: date of submission 02/12/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2016 with the following findings: during investigation, a review of the pump black data showed the dates 01/04/2016 to 01/12/2016. The black box data from the date of the complaint had been overwritten due to continued use. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump insulin delivery accuracy test was performed and the pump was found to be delivering accurately and within required range. The complaint of an inaccurate delivery issue was not able to be duplicated due to the pump information having been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was an inaccurate delivery issue. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.